Event description:
It was reported that there was noise on the electrogram (egm). Short a-a intervals were also noted. They were unable to verify capture. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.